Event description:
Site reports that the lma was in use when the connector broke off. The circuit was hooked up to the airway and the valve snapped off. The lma was removed and replaced. There were no pt complications.